Event description:
The pt reported an elevated blood glucose reading of 200 mg/dl with her normal range being 75-140 mg/dl. She stated when she changed her insulin infusion headset she discovered the needle was bent at a 45 degree angle. She stated she changed her infusion headset and bolused insulin to correct her readings. She stated she discarded the infusion set. During troubleshooting, she stated she changes her infusion headset every 2 days and her cartridge/tubing every 10-12 days. The pt was advised the cartridge/tubing should be changed every 6 days as recommended. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.